Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval. A review of conducted of all applicable material records, manufacturing records, storage records and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, stare and operating procedures. Upon eval, the rod has been slightly contoured. The break appears to have occurred in a straighter section of the rod which was not clamped or locked in position. Under magnification of the breakage area it cannot be determined if the rod failure occurred due to trauma caused by a fall or accident or inappropriate activity. The exact cause of the reported issue cannot be ascertained. Please note this MDR # 3004142400-2015-00001 and MDR # 3004142400-2015-00002 are from the same surgery. They are reported separately as they are two different type of rods.

Event description:
It was reported to globus on (B)(6) 2014 that a revision surgery had taken place in which two broken revere rods were removed. Pt had an office visit (B)(6) 2014 and x-rays show fracture of both rods with some lateral listhesis. Revision surgery took place (B)(6) 2014.